Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual examination of the device revealed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Also, the returned device was attached to an encore inflation unit and when positive pressure was applied liquid was observed to be leaking from a balloon pinhole located approximately 3mm distal to the distal end of the proximal marker band. Visual and microscopic examination observed no damage to the tip or blades and all blades were present and fully bonded to the balloon surface. However, the hypotube was found kinked at several locations along its length. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/2.50 flextome¿ cutting balloon¿ was used in a percutaneous coronary intervention. During procedure, it was noted that the balloon ruptured/burst at 6atm. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.